Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and updating information submitted on the initial medwatch report. Evaluation: the device was returned to zoll japan for evaluation. The customer's report was duplicated and attributed to the front enclosure. The front enclosure will be replaced once the repair is approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.